Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported downstream occlusion alarm which was not reproduced but was confirmed through the history log. The eval found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further eval determined that the downstream pusher plate gap was too narrow. The downstream tubing guide and gasket were replaced and the device was calibrated.